Event description:
A customer reported that an ophthalmic surgical console laser sockets were not working and change of xenon lamp. The procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and performed a calibration to address the laser issue. The system was then tested and met all product specifications. No issue with the illumination was noted. It was not stated whether the calibration was done as a correction or a preventative measure. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found (pr 1942053) and reviewed as part of this investigation. The root cause of the reported event of a laser issue is inconclusive. The system was found to meet specifications in relation to the reported event of an illumination issue; therefore, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).